Event description:
It was reported that during a stage two implant procedure, all impedances with electrode zero were greater than 40,000 ohms on two extensions. The damaged extensions were replaced and additional tunneling added two hours to the surgery. After replacing the extensions, impedances were measured to be within normal range and the issue was resolved. During the procedure an extension was opened but not implanted because of a bend near the distal tip where the extension plugged into the implantable neurostimulator (ins). Upon visual inspection, the extensions appeared bent. The healthcare professional (hcp) was not comfortable using the extension so a different extension was used. There was no patient death or injury and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 37086, serial# (B)(4), product type: extension. Product ID: 37086, serial# (B)(4), product type: extension. Product ID: 37086, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0mwrz, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0lzzk, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the extension (s/n (B)(4)) found no anomaly. There was a slight bend in the distal end that was acceptable per the manufacturing inspection. Analysis of the extension ((B)(4)) found the conductor of the extension body was broken less than 5 cm from the proximal end. Conductor #1 was broken 2.8 cm from the proximal end. Analysis of the extension ((B)(4)) found the conductor of the extension body was broken less than 5 cm from the proximal end. Conductor #0 was broken 2.8 cm from the proximal end.